Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The reported cause of the ventricular perforation was possibly due to the guidewire. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards affiliate in (B)(4), during the transfemoral tavr procedure, hypotension and increased cardiac effusion due to perforation in left ventricle (lv) were observed. The blood pressure (bp) was in 100's mmhg right after the procedure was started, bp dropped to 80's to 90's mmhg at the timing of balloon aortic valvuloplasty (bav). The cause of the hypotension could not be determined and the procedure was continued. A 23mm sapien 3 valve was implanted with nominal volume successfully. When the patient was extubated and about to be transferred, transesophageal echocardiography (tee) revealed increased cardiac effusion. Thoracotomy was executed for hemostasis. The amount of cardiac effusion was approximately 200ml. Bleeding point was observed around lv apex. A patch was sewn for hemostasis and the procedure was closed. Per the medical opinion, the perforation may have caused by the guidewire. The damage may occurred during guidewire replacement.